Manufacturer narrative:
Investigation is pending.

Event description:
A patient (end user) in (B)(6) reported a variance between the inratio2 inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio2 inr:1.9, laboratory inr: 4.2. The time between testing was not provided, however, testing was performed on the same day. Therapeutic range: 2.5 - 3.5. Patient has a bacterial infection. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history for strip lot k377799 was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. It was reported that the customer had a bacterial infection at the time of testing. This condition may impact the performance of the assay. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.